Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was programmed to deliver a secondary infusion at a rate of 325 ml/hr and was unable to confirm siphoning from the primary container. Review of the device history log shows that a secondary infusion was programmed at a rate of 999 ml/hr. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above (B)(4)). The spectrum operator's manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr. A flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. MFR report no. 1314492-2013-00244 is a related event from this customer.

Event description:
It was reported that during a pump controlled secondary infusion, medication was simultaneously delivered from the primary and secondary IV containers. The primary infusion was programmed to deliver 1000 ml of d-525 at a rate of 50 ml/hr and the secondary infusion was programmed to deliver 100 ml of saline at a rate of 80 ml/hr. The customer stated that the primary line was clamped, however drops from the container were still observed. It was also reported that there was no pt injury.